Event description:
Same case as MDR ID # 2134265-2013-02811 and 2134265-2013-02812. It was reported that during a percutaneous coronary intervention, automatic pullback was stopped. The device was ilab cart system 100v with motor drive was used in conjunction with the coronary catheter intended to visualize the lesion. When they connected the first catheter to the motor drive unit, error code 125 occurred. They replaced the catheter and the second catheter functioned properly but the motor drive stopped during automatic pullback. They requested for motor drive replacement . No patient complications reported and the patient's condition is good.

Event description:
Same case as MDR ID # 2134265-2013-02811 and 2134265-2013-02812. It was reported that during a percutaneous coronary intervention, automatic pullback was stopped. The device was ilab cart system 100v with motor drive was used in conjunction with the coronary catheter intended to visualize the lesion. When they connected the first catheter to the motor drive unit, error code 125 occurred. They replaced the catheter and the second catheter functioned properly but the motor drive stopped during automatic pullback. They requested for motor drive replacement. No patient complications reported and the patient's condition is good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The product was received in good condition with no visible external damage or defects observed. The mdu-5 was installed into a gold standard system and tested for functionality. The unit meets specifications. The unit underwent a 4 hour burn-in without any failures observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed. (B)(4).

Manufacturer narrative:
(B)(4).